Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a possible detached sensor. After insertion, sensor detached from sensor pod. No medical intervention was required. Dexcom has issued an rga for patient to return the device to be investigated.